Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 200 mg/dl, 168 mg/dl, and 395 mg/dl. Customer withheld food and insulin due to the reported results. No adverse event reported. Requested return of suspect device and replacement was sent.